Event description:
Left side of jaw is infected along with lymph nodes and mandible. Right side of chin and cheek are numb. Drainage tube put in to drain the infection. Deep hole from the infection - you can still see part of the manibular bone through the hole. A deep sulcus is developing and a screw - from the implant device- is at the bottom of the cheek next to the lower part of the mandible where the teeth roots go down in the mandible bone and cheek. Patient is seeing an infection disease specialist and will determine whether patient needs to hyperbaric oxygen therapy and/or plasmapheresis. The entire left total tmj custom joint is scheduled to be removed.